Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse exercised the iabp on a test catheter & patient simulator without issue. The service logs did not record multiple "gas loss in iab circuit" alarms. Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. Unable to duplicate any issue or failure with the iabp. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarm. There was no patient harm reported.